Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter legs were allegedly intertwined. It was further reported that the filter was retrieved and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter legs were allegedly intertwined. It was further reported that the filter was retrieved and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Images were provided for review. Two fluoroscopic images were reviewed. Both images depict the device within the inferior vena cava delivered from a jugular approach. Two of the legs are tethered together and, therefore, not fully deployed. Therefore, based on the image review the reported activation failure including expansion failures can be confirmed. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.